Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the ER after receiving inappropriate atp and hv therapy due to post-sensed t-wave oversensing on ventricular lead. The oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.